Manufacturer narrative:
Weight - unk. (B)(4).

Manufacturer narrative:
Evaluation, method - lens work order search. Medical review results: visual inspection of the returned lens showed the lens was returned dry, a haptic was torn and there was a clear surgical residue on the lens. A lens work order search revealed there were no similar complaints for the same type of problem from this work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of patient's vision. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The icl was exchanged for a shorter lens which resolved the problem. The patient's bcva was 20/22.